Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of article "transcatheter mitral valve-in-valve implantation in patients with degenerated bio-prostheses - experience of a centre in mexico", authors h.h. Escutia-cuevas et al, the following event was identified as pertaining to an edwards device: this (B)(6) year old patient with a porcine valve implanted in the mitral position underwent a valve in valve procedure after an implant duration of approximately 9 years due to degeneration and reduced leaflet mobility leading to grade 3 mitral regurgitation. A 26mm valve was implanted within the disabled edwards valve using the transapical access.